Event description:
User experiencing low calcium results for multiple patient samples. The following 24 patient examples were provided and were determined to be discrepant. All repeat testing performed on (B) (6) 2009. Units of measure equals mg per dl. Sample 1, initial 8.2; repeat 10.5. Sample 2, initial 7.8; repeat 9.0. Sample 3, initial 8.0; repeat 9.5. Sample 4, initial 8.2; repeat 9.3. Sample 5, initial 8.3; repeat 9.5. Sample 6, initial 8.1; repeat 9.2. Sample 7, initial 8.4; repeat 9.6. Sample 8, initial 8.0; repeat 9.5. Sample 9, initial 8.0; repeat 8.9. Sample 10, initial 7.9; repeat 9.4. Sample 11, initial 8.1; repeat 9.1. Sample 12, initial 8.4; repeat 9.5. Sample 13, initial 8.2; repeat 9.3. Sample 14, initial 8.3; repeat 9.1. Sample 15, initial 8.1; repeat 9.5. Sample 16, initial 7.7; repeat 8.8. Sample 17, initial 8.1; repeat 9.2. Sample 18, initial 8.4; repeat 9.6. Sample 19, initial 8.3; repeat 9.4. Sample 20, initial 8.3; repeat 9.6. Sample 21, initial 7.7; repeat 8.7. Sample 22, initial 8.2; repeat 9.5. Sample 23, initial 8.2; repeat 9.5. Sample 24, initial 12.0; repeat 10.1. No erroneous results were released to the physician.

Manufacturer narrative:
The field service representative was unable to determine a cause. He noted upon arrival the customer was running the instrument and reported controls, calibrations and all comparative samples looked good so far. Additionally noted he checked the water bath, wash nozzles, reagent and sample syringes and ran functional check, controls and patient samples. He could not duplicate reported problem and verified analyzer was operating within specification.